Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of choledocholithiasis on (B)(6) 2025. During the procedure, the spyscope screen reportedly lost connection and displayed four grey dots after approximately forty minutes of electrohydraulic lithotripsy (ehl) treatment. Attempts to restore visualization by unplugging and reconnecting the device were unsuccessful, and the procedure could not be completed. A follow-up ercp procedure was subsequently performed to clear the duct. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Manufacturer narrative:
Block b5 was updated with additional information received on november 07, 2025. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025, for the treatment of choledocholithiasis involving three 20mm bile duct stones. After approximately 40 minutes of electrohydraulic lithotripsy (ehl) treatment, the spyscope screen reportedly lost connection and displayed four grey dots. Attempts to restore visualization by unplugging and reconnecting the device were unsuccessful, and the procedure could not be completed. A follow-up ercp was subsequently performed to clear the duct. The patient's condition during the procedure was reported to be stable. ***additional information received on november 07, 2025*** it was reported that a plastic stent was placed, a second session of ehl was performed, and another ercp will be scheduled. The physician indicated that the follow-up procedure will likely occur in one to two months.